Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer's other relevant blood glucose level was 375 mg/dl. The customer had taken manual injection. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.